Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the correct lot number is 5993862. On (B)(6) 2019, device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint was not confirmed for deflation. A manufacturing record evaluation (mre) of lot number 5993862 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be which is defined as: necessitates intrusive medical or surgical intervention. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/4/2018, it was reported to mentor that the device history record (DHR) for the lot number 5993862 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Clarification for the correct lot number is in process. Once the lot number is known the supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 300cc breast implant, catalog number 3501645, lot number 5982660. Note: the right breast implant was received with a different lot number 5993862 than originally reported, catalog number 3501645. Once clarification has been received, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent a breast augmentation revision with saline mentor smooth round moderate profile 300cc breast implants and experienced bilateral deflation and bilateral capsular contracture baker grade I. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 500cc, catalog number 3545001, lot number 7373938, serial number (B)(4) on the left breast implant and with gel mentor memorygel breast implant 500cc, catalog number 3545001, serial number (B)(4), lot number 7306075 on the right breast implant on (B)(6) 2018. The patient had fully recovered. This medwatch is for the right breast implant.